Event description:
It was reported that during a supply change the ilet touchscreen did not allow the user to select ¿yes¿ for confirming drops, effectively behaving as an unresponsive key/button on the touchscreen; the user connected the ilet to the app, restarted the device, checked for and initiated a firmware update, after which the touchscreen allowed selection of ¿yes.¿ symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive touchscreen input, implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.